Event description:
The guide was used for implant surgery. The doctor stated that the guide seated perfectly, but when he placed implant #22 it was more buccal than planned. Surgery for the other sites (#24, 26, and 28), was not performed and surgery was aborted. The doctor took a cbct scan after placing implant #22 and claims that the positioning was off by 4-5 degrees. He will be ordering a guide remake after the patient heals.

Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the returned guide aligns with the final plan. The deviation was likely caused by a lack of soft tissue separation in the patient scan, which led to an inaccurate registration. The case should have been kicked back for the material discrepancy, which would have given the doctor an opportunity to either submit a new patient scan, or choose to proceed with the potentially inaccurate materials. The responsible technicians have since been made aware of the issue, and understand how to prevent it in the future. The report has been updated to include a trajectory analysis of the surgical guide which was returned to anatomage on 04/27/2021.

Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory deviation was likely caused by a lack of soft tissue separation in the patient scan, which led to an inaccurate registration. The case should have been kicked back for the material discrepancy, which would have given the doctor an opportunity to either submit a new patient scan, or choose to proceed with the potentially inaccurate materials. The responsible technicians have since been made aware of the issue, and understand how to prevent it in the future. Further analysis will be performed if the surgical guide is returned to anatomage.

Event description:
The guide was used for implant surgery. The doctor stated that the guide seated perfectly, but when he placed implant #22 it was more buccal than planned. Surgery for the other sites (#24, 26, and 28), was not performed and surgery was aborted. The doctor took a cbct scan after placing implant #22 and claims that the positioning was off by 4-5 degrees. He will be ordering a guide remake after the patient heals.